Event description:
It was reported the pump was explanted due to withdrawal symptoms. The patient was placed on oral baclofen. The pump was being used to deliver baclofen. Fluid flowed freely from the catheter at the time of pump replacement. The product issue was resolved. The patient symptoms associated with the event were altered mental status and underdose symptoms. The patient status at the time of the report was ¿alive- no injury.¿ additional information received reported the patient had hallucinations. The patient was receiving effective therapy as of 2013-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11143r03, implanted: 2002-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Pump passed all non-destructive testing. There was a single motor stall and a motor stall recovery in the logs that occurred after explant. After doing destructive analysis the technician found nothing significant that may have caused the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.